Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched. Fse checked the grounding on the electrode block and determined the grounding pads required cleaning. Fse replaced the buffer valve and mix motor. Ise was calibrated with no issues. After completion of the service activity, the ise was found to be operating per manufacturer's specification and no further reports of issues were noted.results: other was used for the cleaning of the grounding pads on the electrode block performed by the fse.

Event description:
Customer reported au680 clinical chemistry analyzer generated false low sodium (na) results on a single patient sample. Negative results for the calculated anion gap led to review of ion selective electrode (ise) results which include na. Anion gap is a calculation used to assess individual ise analyte integrity and is not diagnostic. The customer stated erroneous results were reported out of the laboratory. Customer confirmed there was no medical intervention or change to patient treatment associated with this event. Customer stated that control (qc) recovery was within facility generated specification prior to the patient event.